Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done.

Event description:
It was reported that during a vats pneumonectomy, the jaws did not open after the device was inserted into the patient at the third firing on the blood vessel. The cartridge was white. The device was not fired. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # n54154. The analysis found that one pve35a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A cartridge reload was received partially fired 1/10 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no protocols or ncr related to the complaint, were found during the manufacturing process.